Event description:
It was reported that the set screw would not torque down on the lead. The healthcare provider (hcp) and manufacturer's representative could hear the click of the torque wrench but the lead would not stay in the implantable neurostimulator (ins) port. The torque wrench that came in the lead kit was used. The manufacturer's representative installed a second ins and had no problems with that ins. There was no pt problem.

Manufacturer narrative:
(B)(4).